Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition and paravalvular leak (plv) requiring intervention are known potential complications associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, release of stored tension during deployment, and movement of the delivery system by the operator. There are multiple patient and procedural factors that alone or in combination can cause or contribute to pvl including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted pulmonic palmaz stent in the pulmonic position is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the cause of the malposition and subsequent pvl could not confirmed but it is likely that patient factors (tortuosity) and procedural factors contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transvenous tvr procedure in the pulmonic position, the 29mm sapien 3 valve was deployed too proximal resulting in severe paravalvular leak (pvl). The decision was made to deploy a second 29mm sapien 3 valve. The second 29mm sapien 3 valve was deployed more distally, as intended. Pvl reduced to none. The patient left the operating room in stable condition. The patient had no annular calcification.